Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation. There was no indication of any product problem. The original implant was placed at the crest of the bone contrary to manufacturer instructions.

Event description:
Breakage of the abutment post 3mm after 16 years of loading; mesial cantilever, implant will be removed as a result.